Event description:
Per the clinic, the patient developed tuberculous meningitis around (B)(6) 2023 (specific date not reported), one month after cochlear implantation surgery. The following additional information was received regarding the episodes of meningitis: the patient is reported to have an etiology of nasopharyngeal cancer after chemoradiotheraphy. There were no reported cochlear and craniofacial malformations, nor basilar skull fractures. There was no reported surgical complications nor leak/gusher during cochlear implant surgery. The receiver stimulator was not well drilled to dura. Fascia was used to pack the cochleostomy. The current meningitis episodes did not occur within 30 days of a neurologic procedure. The patient's blood and pyogenic fluids cultures revealed a staphylococcus aureus infection which is igra positive. The patient was also hospitalized for five days. The infection was stable after the patient had been administered with a long-term use of oral antibiotics (specific date and duration not reported). However, when the patient stopped from taking those antibiotics, acute mastoid abscess had developed, resulting in the decision to explant the device. The device was explanted on (B)(6) 2024. There are no plans to reimplant the patient with a new device as of the date of this report.